Event description:
The customer reported via phone call that he experienced keypad issues on the insulin pump and that the insulin pump alarmed battery out limit. The customer stated that the insulin pump would ramp up the numbers when entering information without any input from the customer. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and missing end cap sticker.